Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump may have been exposed to sweat. Blood glucose level at the time of the incident was 267 mg/dl. The customer stated that the high blood glucose level may have been due to stress from the day. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However arrow buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump had cracked case at display window corners and cracked reservoir tube lip.